Event description:
During a procedure using the subject device, a foreign material seemingly made of black rubber fell off inside the pt. A foreign material was retrieved. The procedure was completed with a spare device.

Manufacturer narrative:
The subject device was returned to omsc for eval. The silicon rubber located inside the tip of the handle was chipped away. Judging from a shape and the color of the foreign material, we concluded that the silicon rubber located inside the tip of the handle fell off inside the pt. During the cleaning of this handle, the silicon rubber located inside the tip of the handle fell off due to the excessive load and remained inside the handle. When the probe was inserted into the handle, remaining silicon rubber was pushed by the probe and moved to the tip of the handle, and fell off inside the pt during the procedure. The silicone rubber which fell off passes a biocompatible examination.